Manufacturer narrative:
On november 9, 2020, patient reported that one wound site appeared to be infected. On this date, the patient went to see the implanting clinician the implanting clinician noted that the device had eroded and the incision site was leaking fluid. Prior to this meeting, the patient elected to schedule an explant. The implanting clinician prescribed antibiotics (type, dosage, duration unknown). Patient reported having good pain relief prior to the event. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection was confirmed/replicated, and there is no evidence that the product did not meet specification. The stimulator was used for treatment of pain. Sterilization records were reviewed to confirm the stimulator was delivered sterile. Potential causes of the device erosion and subsequent potential infection include inadequate anchoring/suturing technique and excess movement prior to healing, causing suture failure. The cause of the infection is unknown/no problem found, as adequate information is not available to conclude cause.

Event description:
On (B)(6) 2020, patient reported that one wound site appeared to be infected. On this date, the patient went to see the implanting clinician the implanting clinician noted that the device had eroded and the incision site was leaking fluid.